Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer powered up to a very "blotchy" blank display screen. Analysis found sign of corrosion inside the programmer. A printed circuit board assembly and the power cord bay door were found damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen was blank and would not boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.